Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer also reported that they had leaks and the reservoir compartment was full of insulin. The customer's blood glucose was unknown at the time of incident. The customer stated that they had not tried different cannula lengths. The customer stated that they do rotate sites and avoids scar tissue. The customer stated that the tubing was not bent or kinked. The customer stated that they have not tried all the remedies. The customer declined to troubleshoot. The insulin pump will be returned for analysis.